Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be established. Based on the results of the investigation, the most probable cause of the white foreign objects inside the air/water tube ,cylinder and burn on c-cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified burn on c-cover and white foreign objects inside the air /water tube and air/water cylinder. There was no patient involvement.